Event description:
It was reported that a minimum fill notification occurred with two cartridges after the user filled the cartridge with 150 units of insulin during the load sequence. There was no reported adverse effect to the customer's blood glucose level. The customer successfully reloaded a cartridge onto the pump to resolve the issue.